Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. (B)(4) - although there was reportedly no impact to the patient & an estimated volume was not available, the event description indicates that some blood loss did occur. The involved device was received by the manufacturing facility in (B)(4) for evaluation. Visual inspection upon receipt did not find any anomaly, such as a break, which would have contributed to the reported air leak in its appearance. A leak test was preformed and a leak was noted at the welded segment between the pressure confirmation balloon and the inflation tube. The actual sample was subject to another leak test that is identical to the testing preformed in-process and was found to leak. The thickness of the welded balloon sheets was measured and found to be slightly thicker than that of a comparable sample from current production. The production lot number of the involved device is unknown. Therefore, evaluation of device history records is not possible. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample shows that some layers of air remained between the balloon sheets along the inflation tube during the welding process. This may have been a result of insufficient compressive load being applied to the sheets. Subsequently, due to some force applied to the actual sample during use, the layers of air held between the sheets integrated with one another generating a leak route along the inflation tube, resulting in the reported leak. The compression force being applied during the manufacturing process has been improved to minimize the potential for recurrence of the failure. The labeling does address the potential for deflation in the instructions-for-use with statements such as: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it" and "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band became deflated during use following a procedure. Follow up communication confirmed that: the tr band was placed following a tri procedure; hemorrhage from the hemostasis site was found after the patient was taken back the ward; the nurse found a blood leak from the patient and the tr band depressurized; additional air was injected into the tr band but it would not hold air; the tr band was changed out and worked with no issues; and there was no impact on the patient.